Manufacturer narrative:
Insulin pump was received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip. Insulin pump was received without original belt clip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was not working properly. When she pressed the up arrow button it would not go up. The insulin pump alarmed battery out limit after inserting a new battery. Customer's blood glucose level was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.